Manufacturer narrative:
Findings: no failed battery test alarm noted. Unit was programmed and monitored for 1 day with no blank display noted. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test and self test. Unable to prime during prime test due to faulty sensor resistor unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had a scratched display window and broken reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.